Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as therapy was started prior to the patient being connected to the homechoice during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line) alarm. This occurred during drain two of five in peritoneal dialysis. The patient was connected. During troubleshooting it was determined that therapy had been initiated prior to the patient connecting. The technical service representative explained the meaning of the alarm and assisted in ending therapy. The technical service representative advised the caregiver to start over with all new supplies. The technical service representative reviewed proper procedures with the caregiver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.